Manufacturer narrative:
(B)(4). Batch # k91z7v. The handpiece was received disassembled with the transducer, nose cone, isolator and washers returned inside of a bag. Upon inspection to the remaining components it was noted that the nose cone was cracked. No functional testing could be done due to the condition of the returned device. It is possible that the cracked nose cone caused the reported assembly/disassembly issues. The end cap was disassembled to inspect remaining components. The moisture indicator was positive and the internal cables were disconnected. ¿positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process due to the damaged nose cone. A possible cause of the nose cone being cracked is the sterilization method due to the heating and cooling of the sterilization cycles is a stressor. It is probable that the ingress of moisture affected handpiece functionality. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that prior to an unknown procedure, as the lead was being attached the whole mechanism came out. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.